Manufacturer narrative:
A ge representative evaluated the system and ordered a temperature sensor, but no conclusion can be drawn as further repair information is not available.

Event description:
The customer reported the system failed to boot up. There are no reports of patient injury or death associated with this event.